Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One used 6fr angio-seal evolution device was for product evaluation. No accessory components were returned with the device. The returned component was subjected to visual analysis where a blood-like substance was found along the body of the evolution. The hemostatic sheath was mated with the deployment sleeve of the evolution. The deployment sleeve was in the rear lock position with the color bands fully exposed. The button was stiff. There was approximately 10.5" of the suture exposed from the carrier tube assembly. The gap between the upper and lower handle of the device was 0.023". The compaction tube was still in the carrier tube assembly. This device was taken for x-rays to determine if the gearbox assembly was properly seated in the grooves of the lower handle. X-ray photographs showed that the gearbox assembly was not properly seated in the lower handle. The upper handle of the evolution was removed exposing the gearbox assembly. The gearbox assembly was in the distal position. There was notable blood-like substance in the distal area of the lower handle. The slack could be seen in the suture as the suture was connecting to the spool. This was due to no opposing force against the distal end of the suture. 2.675" of the rack was found in the proximal position. The gearbox assembly was removed from the lower handle and functional testing was performed by moving the drive gear to advance the rack and tamping tube. The gears could not move freely due to the presence of dried blood like substance. After the blood like substance was removed, no anomalies were found with the gears. The cause in this instance may be related to the presence of excessive blood-like substance in the handles of the evolution. However, a definitive root cause for auto tamping issues has not been determined. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the angioseal evolution device did not deploy correctly. The following information was provided by the user faciltiy: the tamping tube never extended out of the angioseal itself. Blood loss was reported to be less than 250cc. It was reported that the patient was unharmed. Hemostasis was achieved by holding manual pressure.